Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear was stuck and did not turn and the comb was damaged. The ratchet gear and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for unknown repair. Follow up received determined that the event occurred before surgery. The device was slipping and not turning properly, sticking, but able to perform the up and down motion. There was no patient involvement with no report of harm or delay. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.